Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is bent and there is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there were no similar complaints. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined.

Event description:
The reporter stated that, the surgeon noticed a three piece silicone lens model aq2010v had a bent haptic when he opened the lens case. No patient contact.